Manufacturer narrative:
The customer reported that the tubing was unable to be disconnected, and returned just the affected portions of the two sets, cutting off the rest of the tubing. The problem area is a connection point at a material 2420-0007, lot 25075195, and the dialysis tubing. Upon initial visual examination, the set had no defects or abnormalities. The set was attempted to be disconnected, and as there was plenty of resistance, the customer report was verified. Using extra force, the tubing was then able to be disconnected. Dried blood was noted to be on the luers. The root cause of this failure could not be identified. The dried blood can sometimes create these issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues the following information was received by the initial reporter with the following: it was reported by a customer that the IV tubing unable to be disconnected from dialysis infusion line.